Event description:
Manufacturer reference report: 1627487-2019-04303.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 1627487-2019-04302, and 1627487-2019-04303. It was reported that the patient had undergone a revision surgery. The reason was not given.

Event description:
Device 3 of 3: MFR. Reference report: 1627487-2019-04302, and 1627487-2019-04303. It was reported that the reason for the surgery was ineffective therapy due to lead migration. Reprogramming was attempted without success. The leads were explanted and replaced on (B)(6) 2019.